Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the stem neck fractured.

Manufacturer narrative:
An event regarding an exeter stem fracture was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). There are fracture surfaces associated with the distal and proximal end of the stem. Damage consistent with contact from the stem and head was observed on the insert. "Damages consistent with the explanation process and cement-mantle breakdown were observed on the stem." The mar concluded: "no material or manufacturing defects were observed on the surfaces examined."" -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and concluded" the stem fractured in fatigue, with the fracture propagation from the superior to the inferior surface of the neck of the stem. Scratches were observed at or near the fracture origin on the superior surface of the stem. Eds showed the material of the stem was consistent with drawing callout. Surface roughness analysis showed the stem met the drawing callout. No material or manufacturing defects were observed on the surfaces examined." The exact cause of the event however could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
It was reported that the stem neck fractured.